Event description:
Manufacturer received explanted infusion pump that was from a funeral home stating the patient expired in 2007, however, the cause of death was not reported. The returned pump was programmed to infuse morphine 50mg/dl at 24.9mg/day for treatment of malignant pain. Additional information regarding the circumstances of the patient's death has been requested from the patient's physician and a follow up report will be sent when new information is received.

Manufacturer narrative:
Final device analysis revealed: no anomaly found - normal device function.